Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation; 1 event was confirmed during testing. The device was found to be broken; however, evidence found heavy markings, which could indicate the device hitting metal such as another metal instrument. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device broke. This occurred during a craniotomy procedure; no patient impact.